Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2021-(B)(6)2021 with peritonitis. In additional follow-up, the reporting nurse confirmed the dates of hospitalization for peritonitis which was characterized by symptom of abdominal pain. The nurse indicated the patient¿s pd culture (obtained on (B)(6) 2021) grew the bacteria enterococcus. While hospitalized, the patient was treated with unknown antibiotics and continued pd therapy. The patient was the subsequently discharged home and is reportedly continuing antibiotic therapy with vancomycin 1 gram intra-peritoneal (ip). Per the nurse, the patient is recovering from the event and continues pd with the same home cycler without any adverse effects. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse was not able to identify the exact mechanism for peritonitis with enterococcus which is bacteria that is from the gastrointestinal tract.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based in the information available, the exact cause of the peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism enterococcus which is an organism that is found in human intestines which maybe associated with peritonitis via touch contamination or transmural transmission of bacteria. Peritonitis is a well-documented complication in patients undergoing pd therapy.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2021- (B)(6) 2021 with peritonitis. In additional follow-up, the reporting nurse confirmed the dates of hospitalization for peritonitis which was characterized by symptom of abdominal pain. The nurse indicated the patient¿s pd culture (obtained on (B)(6) 2021) grew the bacteria enterococcus. While hospitalized, the patient was treated with unknown antibiotics and continued pd therapy. The patient was the subsequently discharged home and is reportedly continuing antibiotic therapy with vancomycin 1 gram intra-peritoneal (ip). Per the nurse, the patient is recovering from the event and continues pd with the same home cycler without any adverse effects. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse was not able to identify the exact mechanism for peritonitis with enterococcus which is bacteria that is from the gastrointestinal tract.